Event description:
It was reported a hair was found in an unopened bag. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material inside the packaging is confirmed and was determined to be supplier related. One unopened 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed the kit was returned unopened. A small, dark colored hair was observed inside the packaging of the device. Because the foreign substance was observed inside unopened packaging, this failure was determined to be related to the manufacture of the product. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.